Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and the current blood glucose value was 138 mg/dl. Customer reported that pump delivered incorrect amount of insulin resulted in low blood glucose. Troubleshooting was performed. Customer does not report any symptoms related to low blood glucose. The pump was used within the 48 hours of the reported event and smart guard/auto mode was not active at the time of event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software and generated carelink reports. Pump alarmed a pump error 43 on (B)(6) 2022 at 14:55:00.000 (file number: 121, line number: 589, esf #: 3730112). Pump alarmed a pump error 41 on (B)(6) 2022 at 14:55:00.000 (file number: 121, line number 713, esf #: 3730112). Motor registered voltage failure. Measured voltage is below threshold. Pump delivered two boluses delivered on the event date of 01/01/2023 at 09:51:35.000 and 23:11:35.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, pcba 1, pcba 2, motor home switch, and found dried insulin on the motor slide. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for low bgs. Possible over delivery anomaly was not confirmed during testing. Pump error 43 and pump error 41 were confirmed in the pump history files and traces due to dried insulin on the motor slide, and moisture damage on the motor home switch. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.